Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 39 (mg/dl). With the assistance of their mother, the customer consumed carbohydrates to treat their low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: pump data recorded a low blood glucose (bg) level of 39 (mg/dl) on the event date, and less than one minute later, a bg value of 392 (mg/dl) was entered in to the pump during a bolus request for 9.07 units of insulin. Within the same hour, the customer delivered an additional bolus of 8 units while the pump still registered 8.588 units of insulin on board from the previous bolus delivery. There were no other low bg levels recorded on the event date. The complaint could not be confirmed, but the back to back bolus requests could have potentially cause the customer's bg levels to go low. The insulin pump was operating as specified, and there is no evidence of a pump malfunction or failure.